Event description:
The surgeon implanted an aq2010v silicone three piece lens diopter -21.0, but it tore while being inserted. The incision was enlarged to remove the lens, sutures were not required. The sales representative stated the surgeon felt the cartridge may have been the cause of the lens tear. An aq cartridge fp and an msi-tm injector were used but the sales representative was unable to recall the lot numbers.